Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth loss

Event description:
The customer reported tooth loss on lower arch while wearing the aligners. Medical intervention is required, and an extraction and a bridge was performed. The treatment was discontinued.the custumer does not specify the number of the teeth. For this event, the patient identifier (B)(6) and the complaint number is (B)(4).